Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, patient was not happy, breast look sad.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii with "patient was not happy, and patient said breast look sad". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Unsatisfactory result: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. Anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. Crease/ folding of implant: observed. As per the investigation procedure deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii with "patient was not happy, patient said breast look sad". Later, healthcare professional reported "textured implant", "fold along the inferior border", and "implant was displaced in a cephalad manner". Device has been explanted.

Manufacturer narrative:
Correction to g3 of initial medwatch: january 14, 2025. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6a.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii with "patient was not happy, and patient said breast look sad". Healthcare professional later reported "textured implant", "fold along the inferior border", and "implant was displaced in a cephalad manner". Device has been explanted and replaced.